Event description:
Information was received that reported a patient was hospitalized in 2006 due to hyperglycaemia. The reporter states that the night before the hospitalization, she tested her blood glucose at dinnertime and was 102, at bedtime she was 215, when she woke up at 6:30, the morning of the hospitalization, she tested and was at 422. She went to the ER at 7:30 and was tested there at 421. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report, had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follw-up report detailing the results of the evaluation.